Event description:
It was reported during review of a ten site multi-center study, that over the past 18 months that there were reports of toric lens rotations experienced. Of the one hundred fifty-four (154) patients in the study, some amount of measured rotation was identified. Four of the surgeons in the study reported 20 degrees of lens rotation among their patient groups. The number of patients reported with lens rotation was nineteen (19). It was unknown if any intervention had occurred. No patient outcomes or other information was provided. Reportedly, implants occurred in 2014, actual dates were not provided. No further information was provided.

Manufacturer narrative:
Age/date of birth(s): unknown. Gender/sex: unknown. Date of event(s): unknown; however, it was reported the intraocular lenses were implanted in 2014. Model/catalog #: the exact models and catalog #s are unknown. Serial number(s): unknown. Expiration date(s): unknown. If implanted, give date(s): unknown; however, it was reported the intraocular lenses were implanted in 2014. If explanted, give dates: na (not applicable). The intraocular lenses remain implanted. Date(s) of manufacture: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.